Manufacturer narrative:
The full lead was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the right ventricular (rv) lead was difficult to place. The physician attempted to place the lead, however, the lead would not fixate into the rv septum. The physician elected to use a different lead. No patient complications have been reported as a result of this event.